Manufacturer narrative:
Concomitant medical products: product ID: c2tr01, product type: crt-p, implanted: (B)(6) 2016; product ID: 5076-45, product type: lead, implanted: (B)(6) 2006; product ID: 694958, product type: lead, implanted: (B)(6) 2006; product ID: 419478, product type:lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Both device systems were explanted. No further patient complications have been reported as a result of this event.